Event description:
I used a confirm clearly home pregnancy test and got 2 positive results. I have been confirmed by a blood test to not be pregnant. From several websites, this seems to be a very common problem, false positive results. Please investigate this product. I am not taking any type of fertility treatment.